Event description:
It was reported there were coupling and communication issues while recharging. A device overdischarge was suspected. The patient last felt stimulation about two weeks ago and had a successful charge about three to four weeks ago. The patient indicated he had an injection done on the "right" and had back ablation done last wednesday. He was unable to communicate with the patient programmer or the device. Additionally, the patient reported that his device moved and was pressing against his incision scar. The antenna locate (al) feature was performed, but it did not produce a power-on-reset (por) and normal charging screen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009. Product type: lead: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009. Product type: lead: product ID 37752, serial# (B)(4), implanted: (B)(6) 2009. Product type: recharger: product ID 37743, serial# (B)(4), implanted: (B)(6) 2009. Product type: programmer, patient. (B)(4).